Event description:
I developed cataracts in both eyes very soon after having lasik surgery (B)(6) 2014. Only four months later (B)(6) 2015) I experienced loss of visual acuity in one eye; the other eye began to lose acuity around (B)(6) 2015. Two different ophthalmologists subsequently confirmed that I had cataracts in both eyes. The lasik surgery was performed after comprehensive eye exams indicated that there were no underlying eye problems. It was performed by dr. (B)(6) at the (B)(6) . I had no immediate post-operative problems other than sever eye dryness for several weeks.